Event description:
It was reported that during a da vinci hysterectomy procedure the wire on the fenestrated bipolar forceps instrument was loose. Intuitive surgical, inc .(isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument conductor wire was broken . The pitch up/down cable was also broken at the distal clevis hub. Broken strands stuck out at the wrist. The clevis did not exhibit any damage or wear marks. There were no other damages on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however a broken pitch cable found during failure analysis, if to recur could cause or contribute to an adverse event.